Manufacturer narrative:
The device was intended to be used in treatment and the location of the pfj implant shown in the navio screens was not as expected in comparison with where the pointer probe tip was showing on the screen versus the location on the actual anatomy. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review identified similar events. We could not confirm if there was a relationship established between the reported event and the device. The case screenshots were evaluated. A discussion with the reporter described what was done during the case and the screenshots were discussed in regard to their reflection of the description of the case conduct. A sawbones case was conducted to mimic the approach described of tracing the implant trial and collecting points inside that perimeter. The sawbones demonstration confirmed that because bone shown was an estimated surface rather than specifically mapped, it gave the appearance that the pointer probe was not in the proper location when touching the actual bone and expecting the pointer probe to be in that location on the bone model. This investigation concludes that the user falsely assumed that the system was showing actual location of some aspects of the model when those aspects were not specifically modeled due to a shortcut approach, the user attempted hoping to avoid what seemed to be "extra effort". The root cause of the event was insufficient operator training.

Event description:
It was reported that during demo, set the navio up for a new patient and began the left pfj. First registered the bone surface by visually tracing where doctor wanted the implant to be placed and painting that surface. Planned for an xs,and when moving to the cut screen, the cut plan did not match the implant plan. Used the point probe to point to the anterior medial and lateral corners of the plan to see where on the anatomy they lined up, and were too anterior and past the anterior cortex. Went back to the free collection screen, cleared points, used the trial sizer of the xs implant, held it on the bone exactly where doctor would have liked to implant it and traced the boarder. Then filled in the outline to create bone morph, went to the planning screen and planned an xs implant to fit bone morph exactly. Then moved on to the cut screen, and again the cut plan did not match the implant plan. Used the point probe to check points and again it did not line up on the anatomy where it should have. Then used the point probe to check the notch, and it matched up perfectly, the medial and lateral corner of the implant in the notch match what it was expected. Essentially, the registration and plan appeared as expected, but the implant plan did not seem to carry over to the cut screen. It seemed as it was cutting for a larger implant than the xs that was selected.